Manufacturer narrative:
A service call was performed at the site and the evaluation could not identify any anomalies. A sensor catheter was returned and is under evaluation. When the evaluation is complete a follow-up report will be submitted. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2015. Date of follow-up report: (B)(6) 2015. Evaluation of the locatable guide found that a component of the lg , the eeprom, was faulty however the root cause of the component failure is unable to be determined. If additional information is received another follow-up report will be submitted.

Event description:
Site reported that they received a system error message form the superdimension ilogic system. Troubleshooting was unable to resolve the error message. The physician canceled the superdimension procedure. The patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.